Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterior fusion surgery at l4-5 and l5-s1 using rhbmp-2/acs. Post-operatively, the patient's pain and difficulties standing did not subside. The patient now suffers from difficulty standing, chronic pain syndrome, occipital neuralgia, and back and neck pain. No further information was provided.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: degenerative spinal stenosis with retrolisthesis, l4-s1. For which, patient underwent following procedures: laminectomy decompression at the l4-5 and l5-s1 level; posterior spinal fusion instrumentation with interbody allograft at the l4-5 and l5-s1 level utilizing instrumentation as well as synthetic interbody peek bone ramp at the l4-5 and l5-s1 1evel; rhbmp-2 bone morphogenic protein for the posterior fusion part of the procedure at the l4-5 and l5-s1 level. Per op notes, the transverse process at l4, l5 and sacral ala were decorticated. Local autograft supplemented rhbmp-2 bone morphogenic protein soaked sponge wrapped around bone graft was impacted in the posterior region, predominantly on the right side for the posterior fusion part of the procedure. Final radiographs showed the hardware as well as the anterior interbody grafts in excellent alignment. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure utilizing rhbmp-2/acs in a posterior approach of the procedure at the l4-5 and l5-s1 level. After the surgery, his pain and difficulties standing did not subside. The patient developed ectopic bone growth, difficulty standing, chronic pain syndrome, occipital neuralgia, back pain, and neck pain.